Event description:
Rn trying to de-access mediport needle; unable to engage the safety device. Significant force had to be applied to remove the needle from the mediport. While pulling, the needle scraped rn's gloved index finger of the opposite hand. Glove integrity was not compromised. No needle-stick occurred. No pt harm. Two other needles of the same lot number were tested, safety not easily engaged. All needles with same lot number were removed from the clinical area.